Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic and motor assembly. Unable to verify the numbers ramping up due to the blank display.

Event description:
It was reported that numbers were ramping up and down on the screen after the customer jumped into the pool while wearing the insulin pump. Advised that the insulin pump would be placed. Nothing further was reported.